Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 4 of 5 involved in this peritonitis event.

Manufacturer narrative:
(B)(4).a batch review was conducted for potentially associated lot numbers h11e05047 and h11d05040 and no exceptions were observed that were related to the reported condition. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6) and is a spontaneous report by a consumer with supplemental information from a nurse from (B)(6) of a swollen pancreas and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter (B)(4), the following was reported. On an unreported date, the patient experienced a swollen pancreas. Treatment and outcome were not reported. On (B)(6) 2011, the patient experienced and was hospitalized for peritonitis. Treatment was not reported and at the time of this report, the patient was recovering. Dianeal therapy was ongoing. The consumer did not provide an opinion of causality for the events.